Manufacturer narrative:
Block b3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h2: correction the investigation found that the clip was returned stuck into the bushing. Based on the reported event, there was no deployment attempt performed for the clip. Therefore, this will be assessed as non-reportable. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, after two attempts of deploying the clip, it made a noise. The clip did not open and bent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on an unknown date. During the procedure, after two attempts of deploying the clip, it made a noise. The clip did not open and bent. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. It was noted that during microscopic examination, there were no activations performed. No other problems with the device were noted. The investigation results summary did not detect any problems related to the reported issues as the clip assembly returned stuck into the bushing. Investigation found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physician's technique during the deployment of the clip, the scope position/angle, or detachment of the capsule due to hitting a surface. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.